Manufacturer narrative:
(B)(4). The incident unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification. The footswitch was also received and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the footswitch functions normally and within specification.

Event description:
The customer reported that during a vns battery replacement procedure, a large spark and flash occurred at the pencil site which caused a small burn with some blistering to the patient's upper left chest area. The burn was treated with normal dressing. A non-covidien electrosurgical pencil was used with a forcefx generator at the time of incident. The generator's settings were set at 20. The site's biomedical engineering department tested the unit and found it to function normal.